Manufacturer narrative:
Concomitant medical products: 694965 lead implanted (B)(6) 2005; dtba1d1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had issues with diaphragmatic stimulation for many years. The left ventricular (lv) lead was ultimately programmed off. The patient presented again with complaints of diaphragmatic stimulation. It was noted that the device was still biventricular pacing due to device feature that is designed to maintain cardiac resynchronization therapy pacing in the presence of ventricular sensing. The device feature was turned off and the patient showed ventricular oversensing of the atrial pace and did not provide right ventricular pacing. The device feature was programmed back on. The lead and device remain in use. No further patient complications have been reported as a result of this event.